Event description:
A (B)(6) male pt called zoll customer support to report that his monitor sn (B)(4) wouldn't power up. The pt was issued a replacement monitor. The following day, the pt contacted zoll customer support to report that his replacement monitor sn (B)(4) would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to a shorted pld (programmable logic device ) u1003 on the c/a board. The root cause for the shortened u1003 component could not be positively identified. No adverse event resulted form the shorted u1003 component. The pt received a replacement monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon receipt the monitor was unable to power up. Upon evaluation fuse f600 was open and the +1.08 and +3.3 power supplies were shorted. The cause for the inability to power on is the open fused and shorted power supplies. The root cause of the open fuse and shorted power supplies is currently under investigation. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the open fuse and shorted components. The pt rec'd a replacement monitor. Device manufacture date: sn (B)(4): 08/2012 and sn (B)(4): 03/2012.